Manufacturer narrative:
H6: there was no patient injury. H3: one device was received for evaluation. During the visual inspection, it was identified that the flange component had a split near to the connector, on the side of the printed information. The probable cause is due to an error during manufacturing in tijuana site. A retrospective review of 12-month period was made for complaints related to this issue and one additional complaint was identified to this part number 67sp035 and lot 4412681. The investigation confirmed the reported issue, and corrective action is in place to address a full root cause investigation for the damaged flange/neck strap issues.

Event description:
It was reported that the device broke at the wing after being inserted. The child was not injured, as the tracheal cannula was replaced with a new one when it was discovered that the wing was broken. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.